Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to visual inspection revealed localized charring and melting along the yaw pulley grip cable path. The location and confined nature of the damage are not consistent with an internal heat generation mechanism. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that the 8 mm maryland bipolar forceps instrument was found to be broken. The customer reported event had no report of patient injury.